Manufacturer narrative:
Stryker evaluated the customer's device and was not able to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. No device problem was detected. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report their device would not provide EKG information with the pads lead. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.